Manufacturer narrative:
The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The device shows that the proximal end of the shaft has mechanical break points. The fault description provided by the customer was confirmed. The investigation revealed that the damage to the shaft and the breakage of the plastic parts on the back of the product were caused by mechanical overload. According to the manufacturer's instructions (see dcd218_en_v1.1_IFU_ce-MDR.pdf, chapters 3.2 and 3.4), the products must not be subjected to excessive mechanical force and bent parts must not be bent back into their original shape. Damage such as breakage or chipping is usually caused by improper handling, for example, by applying excessive force during assembly, use, or transport. Responsibility for such damage lies with the user or reprocessing personnel if the product is not handled in accordance with the instructions. Only through proper use and regular inspection for mechanical defects can the functionality and safety of the product be ensured. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a inner sheath broke during procedure. The customer has reported that this occurred during the procedure and it is likely that the surgeon broke this whilst maneuvering the sheath and telescope. No part was falling in the patient. No negative impact in state of health reported.